Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative: structural valve degeneration (svd) can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Although there have been attempts to receive further information regarding the device and event, no additional details were provided. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical bioprosthetic mitral heart valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of approximately fourteen (14) years. The reason for re-operation was due to degeneration. There were no reported complications and the patient was discharged.